Manufacturer narrative:
The customer reported that the aspiration was not at full pull while using the system. The company service representative examined the system but was unable to find any issue related to the reported event. The system was then tested and met all product specifications. The system was manufactured on june 4, 2009. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a system had poor aspiration. The timing of the event and patient impact are unknown. Additional information has been requested but none has been received.